Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient reported seeing settings not available when trying to increase intensity on group a. Patient mentioned previous call and all the troubleshooting they did and that everything had been normal until now. Patient noted that they tried calling manufacturer representative (rep) who did their settings last; patient added they were hoping that patient services would have access to their settings that the rep last did. Patient stated that the error message doesn't allow the patient to anything once it pops up. Agent walked patient through an ac power reset of the controller; patient mentioned the controller light was solid. Patient confirmed the controller powered on and the error message popped up; agent had patient exit message and patient said the controller was at 100% and the implant was at 60%. Agent walked patient through switching to group b and patient mentioned program 1-4 were all blank. Patient tried to increase intensity on group b and were able to; patient followed up saying the rep told them to use group a. Patient wanted to verify that each program in group b was okay; patient verified they could make adjustments to each program. Agent advised patient to stay on group b; patient menti oned they left a voicemail for the rep and are waiting for a call back. Patient noted that the rep resets their settings so they wanted to talk to them; patient added they were trying to reach an intensity setting on group a and then the thing went bonkers and they want to reset it. Patient mentioned they have enough pain with the stimulator so without it is a lot. The troubleshooting steps that were taken on the call resolved the issues.